Event description:
It was reported that the right atrial (ra) lead had an elevated capture threshold and a decreased p-wave after having ablations for atrial flutter arrhythmias. Therefore the ra lead was removed. It was also reported that during the ra lead replacement, four leads with the same model number were attempted to be implanted, but the helix became non-functional with each of these leads. A new lead with the same model number was implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed, and no anomalies were found. It was noted that the outer insulation had cosmetic depression. Evaluation summary: (B)(4) performance data collected from the device was analyzed and no anomalies were found. Evaluation summary: (B)(4) the full lead was returned, analyzed, and revealed that the lead was stretched. It was noted that the inner insulation was kinked buckled, there was blood in/on the helix/lobe mechanism, and visual analysis revealed that the lead was damaged at implant. The analyst visual comment noted that the lead was stretched causing the inner tubing to buckle. This prevents proper torque transfer when turning the is-1 pin. The lead was received with the helix fully retracted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and revealed that the lead was stretched. It was noted that the distal conductor was distorted, the inner insulation kinked buckled, there was blood in/on the helix/lobe mechanism, and visual analysis revealed that the lead was damaged at implant. The analyst visual comment noted that the lead was stretched causing the inner tubing to buckle. This prevents proper torque transfer when turning the is-1 pin. The lead was received with the helix fully retracted. When the helix was retracted during the procedure, the is-1 connector pin was turned an excessive number of times, resulting in distortion of the distal conductor within the connecter. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.